Manufacturer narrative:
The glidescope titanium lopro t3 blade was returned to verathon for evaluation. A verathon technical service representative evaluated the returned titanium lopro t3 blade and confirmed the "no image" issue. The camera image quality test was performed and failed. The technical service representative attributed the "no image" issue to blade failure. Since no repair is available for the glidescope titanium lopro t3, the device was replaced and the returned titanium lopro t3 was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3, there was a "no image" issue. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.